Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded the fault was no longer occurring once the monitor board was replaced.

Manufacturer narrative:
The device was returned to a third party (service provider medist) for evaluation. The reported problem was duplicated and attributed to the monitor board. The monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.